Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with battery damage. This condition had the potential to interrupt delivery. This condition was found on the 6th floor upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery damage was confirmed during on-site product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.